Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that 4 oasys occipital screws migrated 6 month post-operatively. The patient is experiencing pain. Revision surgery has not been planned at this time. This report represents the 2nd of the 4 screws.

Manufacturer narrative:
Visual, dimensional and functional analysis could not be performed as the device was not returned. However, CT images were provided and reviewed by medical director. Screw migration could not be confirmed from the provided images. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. The oasys surgical technique was reviewed and the following relevant information was identified: screw placement: the bone should be prepped using an awl, drill and tap corresponding to surgeon selected screw diameter. The following list is representative, though not all inclusive, of the potentially adverse effects that the surgeon must consider whenever implanting a spinal fixation system or device: delayed union or nonunion: internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. In the event that healing is delayed, does not occur, or failure to immobilize the delayed/nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. It is possible that improper bone prep/insertion of the screws could have contributed to the screws migrating. In the event that an incorrect drill or tap size was used, screw migration can occur due to compromised bone purchase. It is also possible that delayed union/healing contributed to the event, as this event occurred about six months post-operatively. However a root cause could not be determined conclusively with available information.

Event description:
It was reported that 4 oasys occipital screws migrated 6 months post-operatively. The patient is experiencing pain. Revision surgery has not been planned at this time. This report represents the 2nd of the 4 screws.